Event description:
Filters "disintegrating" during chemotherapy infusions. Initially it was reported that paclitaxel was "crystallizing" in the filter. Since those reported incidents, there have been several more filter problems when used with chemotherapeutic agents other than paclitaxel. Upon closer examination, it appears as if "the filter is disintegrating and resembles fibrous wet paper and backs up the line". This occurs approxiamtely 16 hours into a 24 hour infusion. When noted, the tubing set is changed, the chemotherapy dose is recalculated and the infusion is completed with no further problems. There have been no reported adverse patient effects.